Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that a battery depleted from 100% to 50% overnight. It was also reported that a malfunction alarm occurred and the pump stopped all insulin delivery. Customer reported blood glucose levels of up to 275 (mg/dl). It was reported that the customer had active bolus from previous corrections to treat their bg level, and stated that they would contact their health care provider to obtain alternate insulin therapy. Multiple unsuccessful attempts were made to verify if the customer obtained alternate insulin therapy.